Event description:
Boston scientific received info from the pt's family via a pt verification form that this pt passed away approximately one month following the system implant. The family asserted that the cause of death was attributed to an infected pacemaker. No allegations against the functioning of the device were reported at the time of death five months ago. Boston scientific has no specific info as to whether the device was involved in the pt's death.

Manufacturer narrative:
Additional attempts to retrieve any further info have been made to the local sales representative (sr), and specific info related to this pt's death is not available. This device was previously returned following the death, and without allegation. A series tests confirmed normal communication, pacing, sensing, and memory functionality for this device. There is no additional info related to this event available to the company at this time. If additional info becomes available, the event will be updated as necessary.